Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-nov-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing for lots b23164 and b23197 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). Retained cartridge testing for lot b23086 could not be completed as the investigation was opened after the lot expired on 26-oct-2023. No deficiency has been identified for ctni cartridge lot b23086, b23164 or b23197.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 160 ng/l on a patient. There was no patient information at the time of this report. Method, date, tested, results, sample: I-stat , (B)(6) 2023, 08:00 ,160 ng/l ,heparinized whole blood .alinity lab, (B)(6) 2023 , 11:30, <5.1 ng/l , heparin plasma. I-stat , (B)(6) 2023 , 12:00, <30 ng/l , heparinized whole blood. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.